Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was stuck on the initializing device screen. A field service engineer found that the refrigerator had failed, along with drawer 2.1. The station and refrigerator were shut down, and the refrigerator was rebooted first, followed by the station. The refrigerator was then recognized and functioned properly. The fse replaced the internal pyxibus cable due to some physical damage. The issue with drawer 2.1 was resolved, and it tested successfully. The customer logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door was failed, when user attempted to reboot the station, it got stuck on initializing device. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.